Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer stated that the pilot valve, worm drive and o-ring leak and the on off switch has no alarm.